Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after eight clips. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism).in order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the ratchet pawl was noted worn out. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process.